Event description:
It was reported the patient has not rec'd effective coverage since implant. In turn, the patient may undergo surgical intervention to address the issue at a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.